Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon found that the clamp did not give pressure to the patella when using it to grip and the orange-ish part of the product was almost gone. There was no adverse consequence to the patient.

Manufacturer narrative:
Examination of the submitted device confirmed the rubber ring component is worn and does not allow full pressure onto the patella. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.